Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08229. It was reported, the patient's not receiving adequate stimulation. Reportedly, stimulation recently changed and over-stimulation could be felt in the patient's rib cage. X-rays taken did not reveal a lead migration. Surgical intervention was undertaken on (B)(6) 2015, repositioning one lead. Effective therapy was restored. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.